Manufacturer narrative:
The tandem pump user guide states: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures.

Event description:
A customer reported a malfunction alarm in their insulin pump, which occurred after the customer was in a freezer at work. The impact on the customer's blood glucose level is unknown as the customer declined to answer. Customer reverted to an alternate method of insulin therapy.